Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The event occurred in (B)(6).

Event description:
Customer's mother states that the reading of 4.8 mmol/l was not able to be located in the meter history. Customer's mother is concerned that values missing from meter could be causing inaccurate bolus recommendations. Meter replaced and requested for investigation. No adverse event alleged.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.